Event description:
A customer contacted baxter technical service center regarding a system error code 2240 that occurred on the home choice (hc) during use. The technical service rep (tsr) had the patient close all clamps and cycle the power, disconnect from the pt line and cycle the power to clear the system error code 2367. The tsr advised to contact the nurse. The patient discarded the samples. The pt stated the pt line separated from the transfer set. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B) (4). The patient discarded the samples.